Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that the insulin pump had a crack on the battery compartment. Customer's blood glucose was 238 mg/dl at the time of the incident. Caller stated that the damage occurred because the customer is a typical (B)(6). The caller was advised to have the customer discontinue use of the pump and to revert to a back-up plan. Caller was also advised that the insulin pump will need to be replaced.